Event description:
It was reported an incident involving a cartridge change error with a pump. There was no reported adverse impact to the customer's blood glucose level. The pump was able to start, charge, and connect with a computer, showing a history of cartridge alarms and successfully loading a cartridge and delivering a bolus. Drops were observed at the end of the cartridge pigtail, but no alerts or alarms occurred during the pump system check. The device is being returned, and a replacement pump was sent to the customer.